Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were getting poor communication on the patient programmer. Patient put new set of batteries in the patient programmer twice ,this didn't resolve issue. Patient also reported that they believed their implant had quit working because she was having urinary problems and also having an increase in incontinence . They further stated that they had stopped feeling stimulation. Patient was redirected to follow up with their health care professional to check the ins. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the age of the unit had expired and patient stated that the follow up with their pa. No further complications were noted or anticipated.